Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. Proximal non-aneurysmal aortic neck diameter, immediately below the lowest renal is 27mm. Distal non-aneurysmal aortic neck diameter immediately above aneurysm is 28mm. Maximum diameter of aneurysm is 65mm. Length of non-aneurysmal aortic neck is 12mm. Length of aneurysm to aortic bifurcation 95mm. Diameter of the right iliac aneurysm is 26mm. Diameter of the left iliac aneurysm is 32mm. The right iliac artery was severely tortuous; the left iliac artery was moderately tortuous. It was reported that the patient had a pre-implant adjunctive procedure "the physician elected to embolize the right hypogastric artery. An endurant stent graft system was successfully implanted. During the procedure the physician elected to embolize the left hypogastric artery as well. The main section was implanted via the left femoral artery, the contra limb was implanted via the right femoral artery, and extensions were implanted on the right and left. Six months post index procedure the patient was diagnosed with buttock claudication due to intentional bilateral coiling and exclusion of the internal iliac artery. The landing zone was intended for the external iliac artery given the common iliac artery was aneurysmatic bilaterally and the hypogastric artery was excluded and coiled accordingly. The symptoms have subsided after 9 months of follow up. The investigator assessed that this event had no relation to the study device, but there was relation to the study procedure. Currently, CT imaging was performed in a follow-up appointment and a technical observation was observed" there was graft thrombosis seen; however it is hemodynamically insignificant. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), incorrect technique/procedure (buttock claudication likely procedure related; intentionally covering both hypogastrics). Evaluation, conclusion: operational context contributed to event (buttock claudication likely procedure related; intentionally covering both hypogastrics).